Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Biological debris impeded actuator mechanism. The injection port with the locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in the locked position, hooks were deployed. The locking connector was in locked position, and correctly attached. Biological debris was observed around the septum retainer and actuator ring impeding the mechanical mechanism. Upon microscopic evaluation, it was observed that the septum was punctured 15 times. No damage was found on the tubing strain relief. Dimensional analysis of the returned components was performed all meet specification. The event could not be confirmed for port disconnect. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant a realize band, the patient reported not feeling any restriction. A fluoroscopy was performed and found the band tubing was disconnected from the injection port. The port was replaced. The patient is doing fine.